Event description:
A ventriculoperitoneal shunt with open/close value was placed in a breast cancer patient with leptomeningeal disease. Approximately two months after placement, the neurosurgeon noticed that the on-off portion of the valve was not staying off as it should under percutaneous pressure. Therefore there was concern that the patient could potentially not receive adequate intrathecal chemotherapy as the therapy is injected upstream from the valve. The patient was taken back to surgery for shunt revision and valve replacement.what was the original intended procedure?placement of vp shunt with on-off valvue.device #1is this a laboratory device or laboratory test?no.